Event description:
The customer reported that on 08/21, her pdm read "high" (>500 mg/dl) at 5:00pm. She injected 5u of insulin, but her blood glucose would not go down. At 10:00pm, she deactivated the pod. She stated that the cannula was bent, and that the pod had been difficult to fill.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.